Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) patient sample resulted as negative by a mgit instrument despite the presence of visible flakes/granules in the tube. Tbcid testing was performed and the patient sample was confirmed to be positive. There were no health impact or consequences reported. This is report 5 of 5.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.